Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels that he reported on 05/24/2016. Customer had differences between sensor glucose and blood glucose readings. Customer's sensor glucose value was 163 and his blood glucose level was 310 mg/dl. Customer stated that his blood glucose had been over 400 mg/dl most of the morning and he bolused for 60 carbs 4 hours ago. Customer stated that he also bolused for his blood glucose of 210 mg/dl when he woke up and he also bolused after breakfast. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer declined to check his programming at the time. Customer also reported having air bubbles on the line. Customer stated that he feels that it happens when he disconnects and takes a shower. Customer stated that his fill cannula is 0.5 and it will not purge it out. Customer did a 10 unit bolus and it still did not get the air out. Customer stated that he had to go.